Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer also stated that they was unable to complete insulin pump rewind. The customer stated that the drive support cap was normal. Customer did not report an motor position encoder error alarm. Customer was performed displacement test and it was passed. The insulin pump will not be returned for analysis.